Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is delivering insulin at all and he has a blood glucose level of 600 mg/dl. Customer declined troubleshooting for his blood glucose level. Customer treated with an insulin injection. Customer stated that he was sitting on the couch and when he checked his blood glucose, the meter showed that it was high. Customer was advised to remove the infusion set from this body. Customer stated that the pump did not alarm in less than 5.0 units during troubleshooting. Customer requested a replacement pump and was not able to perform the high pressure test due to not having a tubing clamp. Customer stated that he had a no delivery alarm but declined troubleshooting and just wants the pump replaced.